Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) event with a fingerstick reading of 309 mg/dl, while the ilet displayed ¿high.¿ the user, wearing a dexcom g7 continuous glucose monitor (cgm), attempted to calibrate the sensor but received an error indicating the calibration could not be used. The agent guided the user through replacing and pairing a new sensor, successfully initiating the warm-up period. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after the sensor replacement and supply change. No symptoms were reported, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.